Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported that they were unable to duplicate any issues at the time of testing the iabp. The fse did find multiple electrical test fails code #13 and gas loss alarms in the fault logs. The iabp passed all tests and was released back to the customer cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it alarmed with a "gas loss in iab circuit" alarm. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating instructions since the device manufacture date is greater than one year from the event date. Additional information has been requested and a supplemental report will be submitted if any further details are provided.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it alarmed with a "gas loss in iab circuit" alarm. No adverse event has been reported.